Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted during the index procedure. It is reported that the patient was seen in the emergency room with chest pain and abnormal ECG approximately 2 months post index procedure. Patient underwent urgent cardiac catheterization and was found to have instent coronary artery restenosis and stent thrombosis was confirmed. There was a revascularization of the 1st obtuse marginal carried out where two other brand stents were implanted. It is reported that the patient had suffered an acute non stemi, non q wave mi. It is reported that the target lesion was involved. The investigator did not indicate whether the reported events were related to the study devices. It is reported that the patient recovered with treatment. (Ref MFR # 2953200201100340).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent thrombosis, mi, revascularization).